Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was frequently charging the ipg but ipg does not maintain a charge after a recent revision procedure. Ipg database analysis revealed that the battery discharge log showed signs of premature battery depletion. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Sc-1132 sn (B)(4): device evaluation indicated that the complaint was verified. The daily depletion rate changed. The sleep current measured above the limit. A hot spot was observed on u3-application ic. Electrodes #25 and e27 exhibited low impedance values. The source of the complaint was verified to be the damaged u3 due to high-voltage transient caused by electro cautery use. It was reported that electro cautery had been used during the revision procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Event description:
A report was received that the patient was frequently charging the ipg but ipg does not maintain a charge after a recent revision procedure. Ipg database analysis revealed that the battery discharge log showed signs of premature battery depletion. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was frequently charging the ipg but ipg does not maintain a charge after a recent revision procedure. Ipg database analysis revealed that the battery discharge log showed signs of premature battery depletion. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.